Manufacturer narrative:
The device was returned to olympus. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the reported issue occurred due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasonic gastrovideoscope, which is an olympus asset, with no reported complaint. During the evaluation of the device, the investigator indicates glue was missing from the forceps elevator cover. There was no patient involvement.